Event description:
It was reported that during a percutaneous coronary interventional procedure, shaft break occurred. The greater than 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 2.75x16mm promus element stent delivery system was used to advance the lesion. The sds was up against the calcified lesion and pushing it consistently forced the shaft to fracture. The shaft was removed on the guide wire. The procedure was completed with a 2.25 promus element ds. There were no patient complications reported and the patient post procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. A visual and microscopic examination of the device identified a break in the hypotube shaft at approximately 235 mm distal to the catheter strain relief. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, shaft break occurred. The greater than 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 2.75x16mm promus element stent delivery system was used to advance the lesion. The sds was up against the calcified lesion and pushing it consistently forced the shaft to fracture. The shaft was removed on the guide wire. The procedure was completed with a 2.25 promus element sds. There were no patient complications reported and the patient post procedure was stable.